Event description:
It was reported that a fissure in the lead was observed. The patient received inappropriate therapy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.